Event description:
In 2008, the pt's wife reported that the pt experienced an elevated blood glucose reading of 312 mg/dl. His recommended blood glucose level is 175 mg/dl. To troubleshoot, the pt was instructed to disconnect from his infusion tubing, and to bolus. Insulin dripped from the end of the tubing. He was then advised to change his infusion site. He stated that the cannula was not bent. The pt reported that he is on cortisone, and under a lot of stress. At the time of the report, the pt's blood glucose measured 510 mg/dl. Upon follow up on the following month, the pt stated that his blood glucose had returned to normal. The pt did not require medical assistance from a healthcare professional of second party to address the issue. No product will be returned for eval.

Manufacturer narrative:
No product will be returned for eval.